Event description:
Package label and product mismatch. Surgical procedure extended 90 minutes.

Manufacturer narrative:
The investigation confirmed the reported event. The root cause was manufacturing process related. CAPA for corrective actions. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.